Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass w/hiatal hernia, the surgeon went to enter the abdomen with the stapler and the hand piece broke. Another device was used to complete the case. There was no patient injury.